Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead dislodged during slitting. The lead was implanted and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.